Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The mainframe system batteries were evaluated and identified as requiring replacement. The batteries were replaced by the customer and the system was tested and found to be working as intended and returned to service.